Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, it was noted that the device was assembled as required. Upon functional testing, it was noted that the device functioned as required.

Event description:
It was reported that during a shoulder arthroscopy one element came loose while the implant was screwed in and therefore the suture could not be tightened. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery.